Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was tested with no display anomaly and missing segments/partial display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly and missing segments/partial display. The customer's blood glucose level was unknown at the time of the incident. The customer reported dead pixels on the screen. The customer was unable to read some parts of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.